Event description:
This event was reported as severe valvular aortic insufficiency, congestive heart failure associated with ventricular arrhythmia and malfunctioning bioprosthesis. No further information was provided.